Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The camera had a failure. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, the image is intermittent. The issue occurs also when slightly pressing on the camera. It was unknown if a back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.